Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on one patient sample on a dimension exl with lm instrument. The discordant results were reported to the physician(s), who questioned them. The sample was retested on the same instrument for na, resulting lower. A new sample was obtained from the patient and tested on the same instrument, resulting lower for na and cl. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and cl results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). Tsc instructed the customer to align the sample probe, perform an integrated multisensor technology (imt) clean, replace the imt sensor and run a diluent check. The tsc also had the customer check the diluent pump syringe, and the customer discovered a gap that needed to be adjusted. The cause of the discordant, falsely elevated na and cl result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.